Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, pain, mesh not vascularized but fairly friable, infection, open draining wound, and adhesions. Post-operative patient treatment included surgery to remove mesh and partial removal of mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, device code, ime e2402: "hostile abdomen, abdominal compartment syndrome"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b5, e1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal ventral hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, pain, mesh not vascularized but fairly friable, infection, open draining wound, adhesions, fistula, recurrence, inflammation, mesh exposed. Post-operative patient treatment included surgery to remove mesh, partial removal of mesh, exploratory laparotomy, lysis of adhesions, and colon resection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced mesh not vascularized but fairly friable, infection, open draining wound, and adhesions. Post-operative patient treatment included surgery to remove mesh and partial removal of mesh.